Manufacturer narrative:
(B)(4). User facility medwatch report #(B)(4).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy with common bile duct exploration procedure, the device was not loading properly from the beginning. The device was "double firing;" when the firing trigger was released after placing the clip, two clips were feeding at the same time. The clips that formed on the duct were "not tight," but it was unknown if the clips fell off or were removed. The clips were formed properly, just loose. The device continued to be used and the jaws of the device put a hole in the common bile duct. A clip was "manually loaded" into the device and they were able to get it to work to repair the hole. The same device was used to complete the procedure. There were no other patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). Batch # j93444. The analysis results found that the er420 instrument was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. Upon testing, the device was cycled and the remaining clips were ejected; finally the instrument locked out as intended. No double firing incident occurred during the analysis. No conclusion could be reached as to what may have caused the reported incident of double firing. The batch record was reviewed and no anomalies were noted during the manufacturing process.